Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached premature battery depletion and the physician was unable to interrogate the device. The physician was, "surprised that the battery went from almost elective replacement indicator (eri) to dead" over a period of three months. The device was explanted and replaced. No patient complications have been reported as a result of this event.